Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room (ER) visit, and pain at the insertion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they went to the emergency room (ER) and was treated for pain they received, when the cannula hit a nerve. The patient was reported to be in massive pain, while showering. For treatment the patient received blood work, a medical scan, removal of the pod and ibuprofen for pain. The pod was worn between 1 and 4 hours on the abdomen.